Manufacturer narrative:
Correction information for d2additional information for g4, g7, h2, h10.

Manufacturer narrative:
As reported in a research article, left pulmonary artery obstruction were noted during follow up after implantation with a 5-2 amplatzer piccolo and the device was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the instructions for use, arten600042307 version a, "contraindications: weight <700 grams at time of the procedure" a piccolo device was not indicated for use in this patient. The cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturing report number: 2135147-2020-00090, 2135147-2020-00091, 2135147-2020-00092, 2135147-2020-00094. It was reported through a research article identifying amplatzer piccolo that may be related to a severe left pulmonary artery obstruction. Details are listed in the article, titled "device deformation and left pulmonary artery obstruction after transcatheter patent ductus arteriosus closure in preterm infants." It was reported in the article that in (B)(6) 2016, 14 patients underwent transcatheter patent ductus arteriosus (pda) closure. A 21 days old patient that weigh 608 grams with pda diameter of 2.1mm and pda length of 7.7mm was implanted with a 5-2 amplatzer piccolo. During follow up, severe left pulmonary artery obstruction was observed and the device was removed from the patient.

Event description:
It was reported through a research article identifying amplatzer ado ii that may be related to a severe left pulmonary artery obstruction. Details are listed in the article, titled "device deformation and left pulmonary artery obstruction after transcatheter patent ductus arteriosus closure in preterm infants." It was reported in the article that in (B)(6) 2016, 14 patients underwent transcatheter patent ductus arteriosus (pda) closure. A 21 days old patient that weigh 608 grams with pda diameter of 2.1mm and pda length of 7.7mm was implanted with a 5-2 amplatzer ado ii. During follow up, severe left pulmonary artery obstruction was observed and the device was removed from the patient.

Manufacturer narrative:
Correction to b5, d1, d4, g4, g7, h2, and h10. As reported in a research article, left pulmonary artery obstruction was noted during follow up after implantation and the device was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported event could not be conclusively determined. Please note, per the instructions for use, 600419-004 version a, " the amplatzer duct occluder ii additional sizes is contraindicated for patients who weigh less than 6 kg and are younger than 6 months in age". An initial review of complaints data was reviewed on 14 april 2020 as a component of the complaint handling risk review per wi 90591806. The medical device problem and aho codes are consistent with the hazards/harms identified for this product family, and no new hazards or harms were identified.